Manufacturer narrative:
There are no known imaging or cultures taken of the site to assess the presence or type of infection. There are no reports of any falls, trauma to the implant site, or other comorbidities that may have contributed to development of infection. The patient was uncooperative or unresponsive to communication from the medical team for follow-up after the initial signs of infection began. It is unknown how the patient's behavior may have affected the healing of the surgical incision site.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. Within serveral weeks of the implant, the patient began to exibit signs of infection. Antibiotics were prescribed but did not eliminate the symptoms. The site was assessed during a clinic visit and diagnosis was based on visualization of the wound. The patient did not attend the follow-up appointments and thus further assessments were conducted via phone calls between the patient and physician. On (B)(6) 2026 a full system explant was performed due to ongoing and unresolved symptoms.